Event description:
It was that two days post op realize gastric band the patient returned to the physician¿s office with vomiting and could not swallow liquids. The band was explanted and the surgeon stated the patient could not tolerating a band procedure due to the patient's anatomy. The patient is fine.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.